Event description:
It was reported via repair work order that the bed exit was not working due to malfunction bed exit board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed exit was not working due to loss of footboard function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The condition of loss of footboard function, as indicated by the footboard¿s absence, is not a reportable concern per (B)(4) as this is not likely to result in a serious injury requiring medical intervention or death.